Manufacturer narrative:
(B)(4). The devices have been received and an investigation is in progress. Preliminary results received on (B)(4) 2012 indicate an issue with the set and not the pump module as originally reported in manufacturer report # 2016493-2012-00150. A follow up report will be submitted once the evaluation of the set has been completed.

Event description:
Customer reported an over infusion of propofol: 100 ml bottle was hung around 0100 to infuse at 20 mcg/kg/min (16.3 ml/hr) with vtbi 90 ml. About 45 minutes later the pump was alarming, there was air in the line, and the bottle was empty. The patient was already intubated and had no harm to respiratory status or bp. The nurse reported that the priming went very slowly, much slower than usual for propofol. The set did finally prime completely and she did not alter the tubing. Testing of the pump module by the biomed initially showed no issue with rate delivery, but when tested with the event set it showed intermittent periods of free flow, including after the device was turned off. The quality manager reported that an extra piece of plastic was found adhered to the outside of the primary set. Although requested, no further patient/event information is available. There was no harm to the patient or medical intervention.